Manufacturer narrative:
Analysis was normal. No anomalies were found. The damage found was sustained during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that the right ventricular lead had elevated capture thresholds. The lead had been placed in the coronary sinus due to mitral valve regurgitation. A lead revision was scheduled (B)(6) 2018 during which attempts to revise and reposition the lead failed and better capture thresholds could still not be obtained in the coronary sinus. The right ventricular lead was explanted and a new lead was placed in the right ventricular septum. The patient was stable.